Event description:
Information received indicates the bed will not go into trendelenburg due to a broken safety yoke.

Manufacturer narrative:
The technician replaced the safety yoke to repair the bed.